Event description:
Intelijet pump powered off in the middle of a surgical procedure. After trouble shooting, the pump powered up and continued to work properly the remainder of the procedure. No harm to patient.